Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he had received a replacement battery cap and the insulin pump continues to shut off for 12 hours and has completely shut of a few times. Customer's blood glucose was 375 mg/dl and treated with a bolus. The device alarmed battery out limit during normal use. Customer was advised another replacement battery cap was being sent to monitor the device as it's currently working as designed.